Event description:
A falsely elevated concentrated carbon dioxide concentrated (co2_c) result was obtained on a patient sample on an advia chemistry 1800 instrument. The discordant patient result was not reported to the physician(s). The sample was reprocessed on an alternate advia chemistry 1800 and lower result was obtained. The lower result was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c patient result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry 1800 instrument. The quality controls (qc) and calibration for the assay were within the ranges. A siemens field engineer (fe) was dispatched to the customer's site. The fe decontaminated the system lines. Then, the customer calibrated assay and ran qc, which recovered within acceptable ranges. The potential cause of the falsely elevated co2_c result is due to a system contamination. The instrument is performing according to specifications. No further evaluation of this device is required.